Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stockouts were not showing on hs server. A technical support specialist (tss) dialed into the application server. Logged into hsv and reviewed the stock-out list; the reported medications were not listed. Verified the medication names in the facility formulary. Navigated to the reports section, ran a report using the specific medication and device names. Report confirmed that both medications had been refilled after the time indicated by the customer. Report findings were sent to customer via email. Requested permission from the customer to proceed with case closure. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, labels for stockouts only print in logistics no message on hs viewer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, labels for stockouts only print in logistics no message on hs viewer. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.